Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin was squirting out from end of set before connecting at their site. Customer experienced low blood glucose level. Customer current blood glucose level was 312 mg/dl. The customer was treated with food and glucose tablets. Customer was assisted with troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.